Manufacturer narrative:
Method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications. Discoloration was observed in the lead segment as well as tubing compression damage approximately 7cm from the stimulation end. Also, the paired stimulation end electrodes for channels 2 and 16 had broken wires to the second stimulation end electrode of the pair. The lead passed continuity and stress testing on all channels when probed from the paddle to the terminal end. Conclusion: the cause of the reported infection could not be determined from the review of the DHR and sterilization records or the device analysis. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Please see MFR report #1627487-2010-02572 for device 1. On (B)(6) 2010, the patient was implanted with an scs system. On (B)(6) 2010 the patient's system was explanted due to an infection at the lead and pocket site. The infection was treated with oral antibiotics prior to removal of the system. The patient is currently on intravenous antibiotics.